Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the cartridge was leaking and that resistance was experienced during the fill process. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.